Manufacturer narrative:
The ge healthcare service representative repaired the control module to fix the reported issue.

Event description:
The hospital reported that, precise settings on secretion suctioning is not working correctly. There was no reported patient involvement.